Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an programming error was not determined because no products or device logs were returned.

Event description:
T was reported that a clinician started dextrose at 30ml/hr. For an npo patient on insulin. When the clinician went to adjust the patients insulin (supposed to get 1 unit), the clinician erroneously adjusted the d5. The patient ¿survived¿. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.